Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to have a firing failure based on log review. After removing lodged staples from the instrument jaws, the instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaws opened and closed properly and the instrument clamped, fired, and unclamped without any issues. Additional observations not reported by site that are not related to the customer reported complaint were also identified: before the firing test, the sureform 45 stapler instrument was found to have a reload recognition failure during in-house testing. The instrument was found to have lodged staples in the jaws, around the I-beam assembly. After removing these staples, the instrument passed the reload recognition test. Common cause of this failure is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the sureform 45 curved tip stapler instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the sureform 45 stapler instrument (part #480545-04 / lot #t90220210 0288) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 1 remaining usable life with no subsequent use recorded. On (B)(6) 2022, advanced technical log review was performed, and the following additional information was obtained: logs show the stapler was installed 14 times and fired 11 reloads (1 blue, 3 green, 1 blue, 3 white, 1 blue, 1 white, 1 green, in that order). The instrument had 15 incomplete clamps in 29 clamp attempts (excluding aborted clamps) across the first 4 installs. Completion percentages ranged from 67% to 71% completion and hold times ranged from 10-61 seconds for the incomplete clamps. All installs saw a completed clamp followed by a completed fire, with the exception of install 7 and 13 (no clamping or firing attempted) and install 8 (firing failure). On install 8, there was a completed clamp, followed by a firing failure at about 69% completion after 35 seconds, with a max torque shown two times the normal value. This failure occurred at timestamp: ¿15:15:03¿. The instrument was removed and re-installed, not firing again until timestamp: ¿15:50:22¿. Following this firing failure there were no more incomplete or aborted clamp attempts, and firings were completed with a pause for compression on the last fire. Additionally, on installs 7, 9 and 10, the system failed to detect the reload color and the user manually selected the white reload via the gui on the surgeon side console (ssc) touchpad in each instance. There were no stapler related errors in the master supervisory controller (msc) logs. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line was incomplete and only half of the stapling operation was performed. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted gastrectomy-total surgical procedure, the sureform 45 curved tip stapler was observed to have an incomplete staple line and only half of the stapling operation was performed. The stapling process was automatically aborted. The customer indicated the system displayed an error message that "the tissue was too thick" and "the blade was exposed" in the stapler. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.